Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 implantable pacing lead 2012-(B)(6); 407652 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to endocarditis. No further patient complications have been reported as a result of this event.